Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/20/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device qkbczdq0 number, and no non-conformances were identified additional information was requested and the following was obtained: was it just the tip of the needle that was retained in the patient? Yes. Was more than half the needle retained in the patient? No. This suture has a needle attached to it. And in all previous answers and descriptions it is already clear that it concerns the tip of the needle and therefore no more than half. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where is the needle retained; in what structure? Are there plans to remove the retained needle piece? Was there any change in the patient¿s post-operative care due to the prolonged procedure? What is the most current patient health status and condition?

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle tip found? In what structure? If it was found, was it retrieved during the same surgical procedure? No not found. What was done to locate the needle?, are there any future interventions; including x-ray planned to locate the broken needle tip and remove it? They did not search extensively during the operation, because the urologist did not expect to find it. No x-ray was made. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? According to the scrub nurse there was no additional tissue damage. Was there any change in the patient¿s post-operative care due to the prolonged procedure? They are still waiting for a response from the two surgeons. What is the most current patient health status and condition? They are still waiting for a response from the two surgeons. Please provide lot number. Qkbczdq0. Please provide status of product return. Left-over product was thrown in the trash and will not be returned unfortunately.

Event description:
It was reported that a patient underwent a prostatectomy (millin) on (B)(6) 2021 and suture was used. During the procedure, the surgeon was closing the prostate capsule and the tip of the needle broke and got lost in the body. A new suture/needle was used. The surgeon did not search extensively during the operation for the broken tip. The needle tip was not found. The procedure was prolonged, however, the number of minutes was unknown. No additional information was provided.